Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced uncomfortable stimulation. Diagnostics revealed low impedances with certain movements of the arm. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both extensions were explanted and replaced to address the issue.